Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the height of the temperature sensor section on the catheter was greater than before. Consequently, the catheter had become more distinctly elliptical in shape. Additionally, the transition angle from the catheter tip to the temperature sensor section is steeper and less smooth than before. They were unable to successfully insert the catheter in two female patients in succession.